Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6252851, expiration date: 2021-09-30, manufacture date: 2016-09-08. Medical device lot #: 7165656, expiration date: 2022-06-30, manufacture date: 2017-06-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd bard-parker¿ heimlich chest drain valve had black spots on the product foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: three samples for lot 7165656 and one sample from lot 6252851 were physically received in bd juncos for evaluation. Bd juncos was able to confirm customer indicated defect with samples receive as evidence. Device history record review for the lot numbers 6252851 & 7165656 were performed and no discrepancies or deviations were observed. All the inspections performed as established per procedures with satisfactory results. Investigation conclusion: the most probable cause of this non-conformance is related to raw material possible having black spots condition. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other d.8. Device single use?: no h.3. Device returned to manufacturer: yes h3 other text : see section h.10

Event description:
It was reported before use that the bd bard-parker¿ heimlich chest drain valve had black spots on the product foreign matter. There was no report of exposure, serious injury or medical intervention.